Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that the quicksets were not inserting or not delivering insulin. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was over 500 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer stated that the issue was resolved by changing sites. The customer declined to perform high pressure test. The customer's blood glucose was 125 mg/dl at the end of call. The insulin pump will not be returned for analysis.